Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Return requested. Replacement open spine clamp shipped to site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure the site's open spine clamp was stripped and could not be tightened sufficiently. The surgeon could not get the reference frame tightened on the spinous process. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.